Manufacturer narrative:
Zimmer biomet complaint: (B)(4). This report is being submitted late as it has been identified in remediation. Complaint sample was evaluated and the reported event was confirmed. The complaint is valid due to the fact that it is apparent that there are a few small blemishes on the outer pouch of the packaging, which are not aesthetically pleasing to a surgeon. The failure mode observed during validation and in complaints identified by visual inspection. The product left biomet conforming because the pinhole would have been caught by a clean room or box and label operator. All breaches of the sterile barrier that have been evaluated would fall under gross defect category and are not of the pinhole type. This product is used for bracing and is not an implantable device. The risk of infection based on how the product is utilized in the field is low. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Investigation results concluded that the reported event was due to packaging issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that product was opened for surgery and the interior packaging was punctured. No adverse events have been reported as a result of the malfunction.